Event description:
The customer reported noticing a leak from the coulter lh 780 hematology analyzer during troubleshooting for light scatter offset errors. The customer indicated that approximately 40-50 ml of blue fluid leaked and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument but was unable to find or reproduce the leak reported by the customer. The fse cleaned out the flow cell with an alcoholic q-tip which resolved the light scatter (ls) offset errors and brought the ls offset to within specifications. The fse performed startup, latron, and quality control (qc) which passed within specifications. Results: failure mode of the leak is unknown as the fse was unable to reproduce an active leak. Failure mode for the ls offset error was that the flow cell required cleaning. (B)(4).